Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue ¿air in line error " was not reproduced. The device was tested for ultrasonic sensor upstream air testing with passing results. A review of the event history log revealed multiple occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During functional testing, the customer reported issue ¿not infusing properly " was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing properly and displayed an air in line error during infusion in the medical-surgical acute department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.